Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. Customer reported no osseointegration.

Event description:
Mobility was reported. Bone quality at the time of implant failure type I. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved.